Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d9; g3; g6; h1; h2; h3; h6; h11. A visual inspection was conducted on the returned plate. The plate shows signs of attempted use including marking and scratching on the plate surface. The inspection showed that the plate has fractured. The plate was sent for fracture analysis. Fracture surface analysis of 1.5mm lefort plate sample revealed suspected striations suggesting the plate was fractured due to fatigue. Testing was performed using jeol 6610lv and oxford inca eds. Eds semi-quantitative elemental analysis of the plate sample showed that the composition is consistent with cp ti along with suspected contamination in the form of carbon. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). G2: foreign - japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the removal procedure, the plate was found to be damaged. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: lot number - lot number needs corrected to unknown as the lot initially reported was incorrect.

Event description:
No further event information available at the time of this report.